Manufacturer narrative:
The bipap a40 pro (109657104) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
A ventilator was returned to the manufacturer for service. There was no patient on the device at the time of this reported issue. There was no patient harm or injury and will be reported as a product problem. Although there was no patient harm or injury, as the events do not meet the definition of a reportable serious injury complaint per the FDA regulations (21 cfr 803) this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device was sent to a manufacturer service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.